Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), arthritis ("joint inflammation"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), myositis ("muscle inflammation"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (removal of device on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, arthritis, abdominal distension, vaginal discharge, myositis, arthralgia and myalgia outcome was unknown. The reporter considered abdominal distension, arthralgia, arthritis, hypersensitivity, myalgia, myositis and vaginal discharge to be related to essure (ess205). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the springs are penetrating up into her uterus bilaterally'), device expulsion ('a foreign body in the uterus in the form of essure coils'), hypersensitivity ('allergic reactions'), staphylococcal infection ('mrsa') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and grand multiparity. Previously administered products included for an unreported indication: prenatal vitamins and ortho tri-cyclen. Concurrent conditions included varicose veins, lumbar radiculopathy, raynaud's disease, multinodular goiter, pyuria, uterine pain, abdominal pain, neck pain, back pain, breast pain, hypothyroidism, occipital neuralgia, mastalgia, otitis externa, overweight and intramural leiomyoma of uterus. Concomitant products included acetic acid (acetasol), cefixime (flexeril), chlorzoxazone, ciprofloxacin hydrochloride, diclofenac, ethinylestradiol;norelgestromin (ortho evra), hydrocortisone, levothyroxine, levothyroxine sodium (synthroid) and terbinafine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/ ankle pain/ knees pain/ hips pain/ elbows pain/ wrists pain"), myalgia ("muscle pain"), asthenia ("weakness"), musculoskeletal stiffness ("stiffness"), pelvic pain ("pelvic pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/ vaginitis"). In (B)(6) 2008, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In july (B)(6) 2011, the patient experienced staphylococcal infection (seriousness criterion medically significant), eczema ("eczema"), psoriasis ("psoriasis in ears / psoriasis (chest, shoulders, face)") and ear infection ("ears with chronic infection/ ear infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2017, the patient experienced headache ("constant headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), arthritis ("joint inflammation/ inflammatory arthropathy"), abdominal distension ("bloating"), myositis ("muscle inflammation"), rash ("rash to face chest, shoulders"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), musculoskeletal pain ("shoulders pain") and pain ("all over pain"). The patient was treated with azithromycin, ciprofloxacin hydrochloride, ibuprofen, metronidazole (flagyl), naproxen, naproxen sodium (aleve), nsaids, paracetamol (tylenol), sulfamethoxazole;trimethoprim (bactrim) and surgery (thyroidectomy, vaginal hysterectomy and bilateral salpingectomy and removal of device on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, thyroid cancer, arthritis, abdominal distension, myositis, asthenia, musculoskeletal stiffness, eczema, psoriasis, headache, allergy to metals, dysmenorrhoea, pelvic pain, musculoskeletal pain and pain outcome was unknown and the staphylococcal infection, vaginal discharge, arthralgia, myalgia, bacterial vaginosis, ear infection, rash, fatigue, migraine and vaginal infection had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure (ess205). The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, asthenia, bacterial vaginosis, dysmenorrhoea, ear infection, eczema, fatigue, headache, hypersensitivity, migraine, musculoskeletal pain, musculoskeletal stiffness, myalgia, myositis, pain, pelvic pain, psoriasis, rash, staphylococcal infection, thyroid cancer, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: insertion details: there are coil present at the os on the right and four coil at the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, thyroid cancer, bacterial vaginosis, migraines, headache, joint pain, stiffness, cervicitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a foreign body in the uterus in the form of essure coils, the springs are penetrating up into her uterus bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the springs are penetrating up into her uterus bilaterally'), device expulsion ('a foreign body in the uterus in the form of essure coils'), hypersensitivity ('allergic reactions'), staphylococcal infection ('mrsa') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and grand multiparity. Previously administered products included for an unreported indication: prenatal vitamins and ortho tri-cyclen. Concurrent conditions included varicose veins, lumbar radiculopathy, raynaud's disease, multinodular goiter, pyuria, uterine pain, abdominal pain, neck pain, back pain, breast pain, hypothyroidism, occipital neuralgia, mastalgia, otitis externa, overweight and intramural leiomyoma of uterus. Concomitant products included acetic acid (acetasol), cefixime (flexeril), chlorzoxazone, ciprofloxacin hydrochloride, diclofenac, ethinylestradiol;norelgestromin (ortho evra), hydrocortisone, levothyroxine, levothyroxine sodium (synthroid) and terbinafine. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/ ankle pain/ knees pain/ hips pain/ elbows pain/ wrists pain"), myalgia ("muscle pain"), asthenia ("weakness"), musculoskeletal stiffness ("stiffness"), pelvic pain ("pelvic pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/ vaginitis"). In (B)(6) 2008, the patient was found to have thyroid cancer (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2011, the patient experienced staphylococcal infection (seriousness criterion medically significant), eczema ("eczema"), psoriasis ("psoriasis in ears / psoriasis (chest, shoulders, face)") and ear infection ("ears with chronic infection/ ear infection"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2017, the patient experienced headache ("constant headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), arthritis ("joint inflammation/ inflammatory arthropathy"), abdominal distension ("bloating"), myositis ("muscle inflammation"), rash ("rash to face chest, shoulders"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), musculoskeletal pain ("shoulders pain") and pain ("all over pain"). The patient was treated with azithromycin, ciprofloxacin hydrochloride, ibuprofen, metronidazole (flagyl), naproxen, naproxen sodium (aleve), nsaids, paracetamol (tylenol), sulfamethoxazole;trimethoprim (bactrim) and surgery (thyroidectomy, vaginal hysterectomy and bilateral salpingectomy and removal of device on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, thyroid cancer, arthritis, abdominal distension, myositis, asthenia, musculoskeletal stiffness, eczema, psoriasis, headache, allergy to metals, dysmenorrhoea, pelvic pain, musculoskeletal pain and pain outcome was unknown and the staphylococcal infection, vaginal discharge, arthralgia, myalgia, bacterial vaginosis, ear infection, rash, fatigue, migraine and vaginal infection had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure (ess205). The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis, asthenia, bacterial vaginosis, dysmenorrhoea, ear infection, eczema, fatigue, headache, hypersensitivity, migraine, musculoskeletal pain, musculoskeletal stiffness, myalgia, myositis, pain, pelvic pain, psoriasis, rash, staphylococcal infection, thyroid cancer, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: insertion details: there are coil present at the os on the right and four coil at the 1eft tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, thyroid cancer, bacterial vaginosis, migraines, headache, joint pain, stiffness, cervicitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a foreign body in the uterus in the form of essure coils, the springs are penetrating up into her uterus bilaterally. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporters information and lot number was added. Events added: weakness, stiffness, eczema/psoriasis in ears with chronic infection; rash to face chest, shoulders, migraines, headaches, nickel allergy, dysmenorrhea (cramping), thyroid cancer, pelvic pain, fatigue, bacterial vaginosis, mrsa, all over pain, vaginitis, shoulder pain, all over pain a foreign body in the uterus in the form of essure coils, the springs are penetrating up into her uterus bilaterally. Event outcomes were updated. Medical history, lab data, treatment drugs and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.